Manufacturer narrative:
Corrected data: upon further review it was noted that a duplicate file was reported with aware date that is earlier than aware date provided in this file. Therefore, aware date must be corrected as initial report information was incorrect. Correct aware date was jan. 25, 2023. This supplemental report is submitted to correct the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information/corrected data: in review, it was noticed that the following additional information was inadvertently not included in the initial and follow up MDR # 1. Therefore, the information has been added to this supplemental MDR report and the following fields were updated accordingly: section a2: age: 70 years. Section a2: date of birth: on (B)(6) 1953. Section a4: patient weight: 82 kg. Section a5: ethnicity: unknown, the exact ethnicity was not provided. It was indicated as "other". Section b5: there were no additional unplanned surgical interventions such as unplanned vitrectomy, unplanned incision enlargement or unplanned sutures were required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when intraocular lens (iol) was inserted into the patient's right eye, doctor noticed white debris (packing material) after unfolding iol. Debris was irrigated out. Debris seen as black specs in the eye. Iol remains implanted but debris was discarded. A 10-0 nylon suture was placed into the main wound. No patient post-op injury. No other information was provided.

Manufacturer narrative:
(Race): unknown/ not provided. Asku. If explanted, give date: not applicable, as lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.